Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for critical pump error and experienced high blood glucose of 373mg/dl. Customer stated that they saw x on display. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly on the electrical board. Unable to verify critical pump error alarm or perform functional testings due to blank display. Unit was received with corroded battery tube.